Manufacturer narrative:
E1: (B)(6). Device evaluated by manufacturer: an express ld device was received for analysis. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. An examination of the crimped stent identified that the proximal end of the stent was damaged where the stent struts were lifted. The stent was returned crimped to the balloon material. A visual and tactile examination identified a shaft kink approximately 55mm proximal from the distal tip. A visual and tactile examination identified no issues with tip of this device.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in subclavian artery. A 9.0x30x135 cm express vascular ld stent was advanced for treatment. However, when the device was advanced in the sheath towards the lesion, the stent was dislodged. The device was completely removed by simply pulling it out and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) e1: initial reporter phone number: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in subclavian artery. A 9.0x30x135 cm express vascular ld stent was advanced for treatment. However, when the device was advanced in the sheath towards the lesion, the stent was dislodged. The device was completely removed by simply pulling it out and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was stable.